Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, a review of the black box showed evidence of 128-fb80, fe80, and fe81 alarms on the complaint date; 128-fb80, fe80, and fe81 alarms are defined as post delivery motor power supply faults. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was found to be cracked in the thread area. No evidence of moisture contamination was found in the battery compartment. The pump¿s current draws were found to be within specifications. The pump¿s case was removed, and evidence of moisture contamination was found inside the pump on the motor circuit components. Further visual inspection revealed a cold solder connection on the ground pin on the transceiver board. A battery life issue was not duplicated during the investigation.